Event description:
Enseal trio tissue sealer broke while in the patients pelvic area. Unable to retrieve broken piece at the time it occurred. The broken piece was retrieved from the patient vaginally at 0901 when the uterus was removed. No harm.